Manufacturer narrative:
(B)(4) the device was serviced on-site by a field service technician. Visual inspection, review of the alarm log and functional testing were performed with no issues noted. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-72 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.